Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). Sorc checked the subject device and found that the reported phenomenon could be duplicated due to the circuit board failure. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the reported phenomenon occurred due to the circuit board failure. Since 8 years and 4 months had passed since manufacturing, it was considered that the circuit board failure was due to aging.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the display disappeared with the alarm sound. There was no report of patient injury associated with the event. This device is an olympus asset. The event date was unknown.